Manufacturer narrative:
Follow-up #1: date of submission: 06/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2016 with the following findings: during testing, there was no sound issue. The pump passed a sound test. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging audio tone issue with intermittent sound. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.